Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
The representative reported, the patient experienced decreased drug effect (specific symptoms were not provided). A study was performed; the catheter was occluded and could not be aspirated. The drugs used in the pump were morphine, bupivicaine (30.0 mg/ml, rate 1.999 mg/day), and clonidine (300.0mcg/ml, rate 19.99 ug/day), delivered by simple continuous infusion mode. The catheter was explanted with no patient complication reported. The patient has recovered without sequela. Additional information has been requested from the physician.